Event description:
Diagnosed with dermatofibrosarcoma protuberans (dfsp) in (B)(6) 2010 requiring wide excision to remove the sarcoma and surrounding tissue for clear margins. This is a rare cancer with no known cause, however I would like to note that I had breast augmentation in 1997 using saline implants. I still have the implants, and have had no problems however I recently read a potential connection to breast implants and some forms of cancer. The sarcoma was located mid-chest approximately 2"-3" above the implants. FDA safety report ID# (B)(4).